Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, and itchy skin irritation under the front hooks and in the middle of his back with no broken skin. The patient's physician advised that the patient take an antihistamine. Follow up indicated that the irritation had gotten better.